Event description:
The customer contact reported delay in critical therapy following device breakage. The primary tubing set was being used to deliver an unspecified solution via a symbiq pump. The option-lok male adapter of a second symbiq tubing set was connected to the distal clave port of the primary tubing set and was being used to deliver an unspecified concentration of dopamine via a second symbiq pump. It was reported that the dopamine was being titrated and delivered at an unspecified rate to achieve a systolic blood pressure of greater than 90mmhg. At an unspecified time, the nurse noted that the pt's pillow was wet; subsequently, the male adapter of the dopamine tubing set was found broken off inside the clave port of the primary tubing set. The tubing sets were replaced and the therapies were resumed. It was reported that after the dopamine was resumed, the pt's heart rate increased to 125 beats per minute. The physician was notified. A 12 lead EKG was ordered for the pt. No results were provided. It was reported that the dopamine was then titrated down, and the heart rate was reduced. The pt remained in the ICU and was transferred to another unspecified unit the next day. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the rptr upon query by hospira personnel. (B) (4).